Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: lens remains implanted, therefore, not explanted. Phone number: (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens was implanted, white substances came out with it. The doctor indicated that he vacuumed the substances with irrigation/aspiration (I/a) as far as he could see. The procedure was completed successfully and no patient injury was reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 6/22/2020 section h3. Device returned to manufacturer? Yes. . Device evaluation: the pcb00v device was received with a dvd containing a video of a portion of the surgery. The pcb00 insertion device was received with the plunger fully advanced locked and functional. There are what appears to be traces of viscoelastics and/or balanced salt solution in the device indicating it was prepared for delivery using required surgery auxiliaries. There is no assembly damage on the pcb00 insertion device. The quality engineer evaluated the returned pcb00 insertion device and observed the provided video and includes the following: the device was provided for evaluation; upon evaluation of the device there are traces of viscoelastic material residue left over within the cartridge. Viscoelastic that turned white and looks similar to the white material that came out of the cartridge seen in the video. There was no defect observed; there is no indications of scrapes in the cartridge. Based on the manufacturing controls in-place and the review of the video provided, the reported complaint cannot be confirmed as manufacturing process related. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.